Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician replaced the head down valve and the issue returned. He found the CPR will not lower the head section, but the head will lower electrically. The technician replaced the CPR valve to repair the bed.